Event description:
The account alleged that the brake caster would not hold. No pt impact.

Manufacturer narrative:
The tech found the brake caster support was broken. The tech replaced the brake caster support to resolve the issue.